Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to difficulties charging. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
Correction to the supplemental MDR in b5 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced as it reached the predicted behavior of charging difficulties associated with the ipg exceeding the established expected lifecycle. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained.